Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, and correction to field b5. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: shaft bent at the fork tube section and a bent loop. However, the device was able to work as intended when tested. A definitive root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were not established. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm.

Event description:
It was reported that the electrode probe had a spark present in a working element. The issue was found during a therapeutic transurethral resection (tur) procedure that was completed with a similar device. There were no reports of patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date. Updated fields : h2, h4.

Event description:
No additional information provided by the customer.